Event description:
During an ins replacement the new ins was attached to the old extension and impedances were greater than 4,000 ohms. The amplitude and pulse width were changed, and the new measurements showed that all but electrodes 0 and 3 had impedances within normal limits. The physician concluded that this situation may have existed previously. The decision was to close the pocket incision as six other electrodes were available for programming. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4)